Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The ok keypad button was intermittently responsive during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the ok button symbol is worn, and the button is not springing back as expected. He stated that it requires several button presses for the ok button to respond, and that the button feels hard to press. The patient noted that all other buttons are responding as expected. He confirmed that there is no structural damage to the rubber keypad; stated that he does not expose the pump to water; and stated that he wears the pump with a clip.